Manufacturer narrative:
Additional information: g4, h6 h3 evaluation summary: post market vigilance (pmv) led a photographic evaluation of four photos. A visual inspection of the returned photos noted one handle, one handle, and two reloads were used. The reloads were loaded onto each handle and the jaws of each reload was closed. Post market vigilance was provided an invalid tracking number during follow-up with the initial reporting individual. Tracking numbers are used to monitor the arrival of samples or additional supporting material. Records could not be found in relation to this event, and the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. There were no assembly or component issues identified. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led a photographic evaluation of four photos. A visual inspection of the returned photos noted two device handles and two device reloads were used. The reloads were loaded onto each handle and the jaws of each reload was closed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right upper lobectomy laparoscopic procedure, there was a cracking sound heard but was still able to fire the device. After firing, reload jaws were closed and black knob could not be retracted on handle to open the device. Noticed on reload there were still staples left on the proximal end. They used another handle and reload but same event occurred. Third handle and reload were used with no issues and completed the case. There was no patient injury.